Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening and yellow particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp in the posterior side due to a fold flaw opening.

Event description:
Device has been explanted.